Event description:
It was reported that this patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy. All therapy available was delivered. No additional adverse patient effects were reported. At this time, this device system remains in service.